Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, it was reported that while using the bd pyxis¿ es server, the site experienced large scale downtime across all bd systems, including a carts, pyxis machines, and online applications such as bd pyxis es and bd logistics healthsite viewer. Staff were unable to access inventory systems, resulting in delays for nursing staff in delivering patient care. The customer stated that the staff were unable to access inventory systems, resulting in delays for nursing staff in delivering patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, it was reported that while using the bd pyxis¿ es server, the site experienced large scale downtime across all bd systems, including a carts, pyxis machines, and online applications such as bd pyxis es and bd logistics healthsite viewer. Staff were unable to access inventory systems, resulting in delays for nursing staff in delivering patient care. The customer stated that the staff were unable to access inventory systems, resulting in delays for nursing staff in delivering patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that stations connected to the server had downtime. A technical support specialist inspected and confirmed that no issues were detected on our side, and the server was processing new messages normally. The issue initially appeared to be interface related, as the last successful message had been sent two days earlier. All essential services were restarted, but the issue persisted. Coordinated with the interface team for further confirmation, and after their review, it was confirmed that everything on their side was functioning as expected. The tss tried to contact the customer for further assistance and had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case. The system functioned as intended after the technical support specialist investigated the issue.